Event description:
It was reported that pump displayed altitude alarm 21 while insulin delivery was suspended, even though pump was within normal operating altitude and speaker holes were not obstructed. There was no adverse impact to the customer's blood glucose level. Customer was instructed to clean speaker holes, remove and reconnect cartridge, and wait to resume insulin; pump resumed normal operation without recurring alarms, and technical support provided guidance on preventing future altitude alarms, which caller acknowledged.